Event description:
A pt underwent an orif of the clavicle approximately 6 months ago. Pt went to nonunion and was returned to the operating rom on (B)(6) 2012 for revision. The subject plate was noted as bent and was removed and replaced with a new plate. Reportedly the pt fell off a bicycle post operatively.

Manufacturer narrative:
A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm lcp superior anterior clavicle plates was processed through the normal mfg and inspection operations with no scrap, non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted.